Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the patients had appeared as auto discharged. A technical support specialist (tss) had informed the customer to send a screenshot of the unit's auto-discharge settings. The tss checked the patient encounter system and found that auto discharge had not been set. The technical support specialist has been waiting for customer response but there was no response received customer related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server the patients were showing up as auto discharged. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.